Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports "part at the tip/ beginning of catheter that is not smooth, scratching him with use." "He said it feels like a "stone on the side going into" him. One he did not use to place the length of his urethra to drain his bladder after feeling this issue at the start of urethra and the other one he did have to use to fully drain/ place the length of his urethra as he was at the grocery store, had nothing else to cath with/ need to void and he said after use the pain did "alleviate" quickly afterwards. He said he went really slowly placing it as well and is aware of coude tip proper placement."